Event description:
It was reported that the device has motor issue. The was no reported patient involvement. Further investigation found that the pump showed check clutch error in the event history and a faulty motor was identified.

Manufacturer narrative:
Received one device. Complaint confirmed by checking the alarm history. Verified that check clutch error is found in the alarm history. Device is repaired by replacing the motor, worm coupling, left and right clutch, and clutch spring to fix the error. Replaced the right plunger case because it is cracked. Reset to standard configuration. The main cause of customer¿s complaint was the faulty motor and worn clutch parts. After replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.